Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the patient suddenly not feeling well was the battery showing the call the doctor signal, but not having the phone number to call the hcp¿s office. An appointment was scheduled for the patient with a pending replacement. It was noted the patient¿s weight wasn't documented as they hadn't been set yet. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient encountered an unknown error code on the patient programmer and the patient was not feeling well. The caller reported that this was first observed on (B)(6) 2018. The caller called back on (B)(6) 2018 reporting that they checked the patient's ins and the unknown error code was an elective replacement indicator (eri) message. No further patient complications have been reported as a result of this event.